Manufacturer narrative:
Updated fields: b4, d1, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11 corrected fields: e3 additional contact details: (B)(6). A getinge field service engineer (fse) stated, customer reported that the trainer would not provide an augmentation display. He found that the cable had failed and needed to be replaced. Fse installed a new cable and tested. All tests passed to factory specifications.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) did not display augmentation when the trainer was in use. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.